Event description:
It was reported the patient's lead was replaced due to intermittent stimulation. The patient initially reported intermittent stimulation on (B)(6) 2011. The patient had lost their patient programmer, so the device could not be interrogated immediately. Interrogation of the device revealed the device was at end of service. The battery was successfully replaced, however post-op programming was unsuccessful, and stimulation was inadequate and intermittent. The patient was brought back in to surgery, and the extension was replaced, with no change. The lead was then replaced, and intra-op stimulation was good. Therapy was restored and the patient recovered without sequela. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Final device analysis for the lead revealed the conductors were broken at the distal end.

Manufacturer narrative:
Implanted: (B)(6) 2001, explanted: unk. Lead: model 7434a, lot# unk, serial# (B)(4), implanted: (B)(6) 2001, explanted: unk. Lead: model 3988sbl, lot# n25391, serial# unk, implanted: (B)(6) 2001, explanted: (B)(6) 2012. The lead has been returned to the manufacturer for analysis which is not complete as of this report. A follow-up report will be sent when the analysis is complete.